Event description:
It was reported that the issue is that the black rubber is inflated. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found damaged downstream occlusion (dso) seal. The primary problem was duplicated, and the cause was damaged dso seal. The dso seal was replaced.